Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels and hospitalization. Customer's blood glucose level was over 950 mg/dl. Troubleshooting for high blood glucose was performed. Customer was hospitalized while programming their bolus wizard and has been hospitalized a few times as a result of diabetes. Customer advised they passed out a day before being hospitalized and experienced diabetic ketoacidosis. Customer had stopped wearing the insulin pump 2 months before going to the hospital. Customer was unable to purchase supplies and batteries due to financial issues.